Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (up to 300s mg/dl) and a bolus via the pump was delivered to address the bg level. The customer did not know the cause of the high bg and the bg seem to have occurred 2-3 days after a supply change. As the event had occurred in the past, tandem technical support advised the customer to discuss it with a healthcare provider.